Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an upper endoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the band would not deploy. Several attempts were made to release the band by rotating the handle; however, two bands deployed at the same time. The same issue occurred with the second speedband superview super 7 device. There were no difficulty experienced when setting up the devices. The procedure was completed with the third speedband superview super 7 device. There were no serious injury or adverse patient effects reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be okay.